Event description:
It was reported that a missing label was found before use with a bd a-line¿ . The following information was provided by the initial reporter, "label in english on box was missing."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing label with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and missing label was not observed as the box was repacked in fukushima. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a missing label was found before use with a bd a-line¿ . The following information was provided by the initial reporter, "label in english on box was missing."